Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: the received information stated that the patient experienced pain at the implant side, however despite several requests; no information has been received with regards to the reported symptoms and pain. The concerned implanted device is working within specification. The available information does not allow determining an exact root cause for the reported problem. This is a final report.

Event description:
The patient reported pain from above the implant area to down in the neck and that the device is not functioning properly. The patient complained of intermittent discomfort on the implant side and has been having these problems for a while. The patient was seen for an upgrade form an opus 2 to a rondo as well as in-situ measurements. The patient was asked about how and when the discomfort occurred, but was very vague about the type of discomfort and/or when it occurs. The patient wore the rondo for more than an hour without any complaints.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is reporting pain from above the implant area to down in the neck and that the device is not functioning properly. She reports having these problems for a while.